Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg.